Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2011 and found fluid leaking from the sample lines to the flowcell and the bottom side port restrictor tubing. The fse replaced both sets of tubing to repair the leak and cleaned up all fluid spills. During verification, the fse found the mixing chamber not spinning freely and had to adjust the height of the motor pulley grinding against the top cover (unrelated to the leak). After all repairs, full operation of instrument was restored. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, wearing protective eye wear, gloves, and suitable laboratory attire when operating or maintaining this instrument or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) to report that approximately 30 ml of clear fluid was leaking and dripping from under the coulter lh 780 hematology analyzer and was not contained within the instrument. There were no error messages associated with this leak. The laboratory technicians were wearing laboratory coats and gloves (no face protection) at the time the leak was discovered. There was no biohazard exposure to anyone and no contact to open or broken skin or mucous membranes such as the eyes, nose, or mouth. There were no patient results affected and there were no erroneous results reported out of the lab; no death or injury associated with this problem and no changes to any patient treatment.